Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 541 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternative method of insulin therapy.